Event description:
A 20 year old male had spine surgery due to unstable spine fracture at l1 on 9/26/1998. He was implanted with vsp plates and screws and was instrumented from t12-l2. The pt had device explanted due to delayed infection on 1/20/1994. The cause of the infection is unknown.